Manufacturer narrative:
The concerned device was returned to the service center and the evaluation confirmed the reported issue as the image comes on and off intermittently due to a defective cable unit. The device was repaired and returned to the user facility. A review of the repair history shows no previous repair records. Purchased on january 5, 2019. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the sales representative that a customer 4k autoclavable camera head reportedly had a no image / connection issue malfunction during preparation for use. There was no patient involvement or harm reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: e2, e3, g2, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Based on the service evaluation, the cause of the cable failure is potentially due to the excessive force applied to the subject device by a user. The OEM will continue to monitor complaints for this device.